Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump battery does not last long, had a failed battery test alalrm, buttons were unresponsive. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device received with no button response due to flattened (esc, act, up and down) button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to verify unexpected low battery alarm, failed battery alarm, calibration error alert and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.